Event description:
During the case the flex main body was placed over the lunderquist wire into the aorta under fluoroscopy, the legs were also inserted and the device was ballooned with the coda balloon. The final completion contrast run was performed with the stiff wires removed and replaced with catheters. A type 1 endoleak (contrast filling the sac from the top of the device) was noted and the proximal end of the device was ballooned using the coda balloon (within the first covered sealing stent). A second contrast run was performed and contrast was now noted to be "jetting" from the bottom of the first sealing stent and filling the vena cava (contrast heading proximally). A hole in the graft was assumed to be responsible for this and a body extension was placed within the graft to seal this. The body extension did not initially have good wall apposition so the proximal sealing stent was again ballooned. A final contrast run was performed and not only was the vena cava filling but some extravasation was noted next to the proximal sealing stent. It was decided that there were no further endovascular options available at that time and the patient was sent to itu via the CT scanner to see what had happened. The clinical support specialist (css) asked the surgeon if she wanted to raise a complaint at the time and she said there was no need. On the day the css requested a copy of the intraoperative images and cts pre and post procedure to review with a cook proctor in case we could think of further options. The patient remained stable and well throughout his stay on itu and on (B)(6) 2012, a new CT scan had been performed which shows an increase of contrast filling the vena cava but the extravasation had subsided. The device remained inside the patient: implantable device was left in situ as no reason to remove it without increasing risk to the patient. The patient did require additional procedures due to this occurrence: multiple CT scans were performed. Additional procedures may be necessary in the next few weeks.

Manufacturer narrative:
(B)(4). Still under investigation.